Event description:
See mw 8030965-2012-00456: this was reported as the first event for this complaint. A device report from (B)(4) indicated a hospital from (B)(6) reported: pt had orif reduction procedure and the drill bit tip was left in the pt's bone (B)(6) 2012. Secondary operation took place on an unk date and the drill bit tip was removed.

Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.